Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191000/ lot 1013538. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018715, test base part number 190-430 / lot 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. One of the two patient swabs produced an unexpected positive result which replicated the customer's complaint. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: 1013538 test base part number 190-430 / lot: 1013538. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive test result with an ID now covid-19 assay on a direct tested nasopharyngeal swab performed on (B)(6) 2021. Repeat testing was not performed. Confirmation testing with pcr generated negative results (CT values not provided) that same day. The confirmation test results were reported out (B)(6) 2021. Patient underwent covid-19 pcr testing three days previously. Results reported as not detected. The patient was symptomatic presenting with a high fever and underwent lab testing that found high white blood cell count and non-reactive blood culture. No delay in treatment of patient impact reported, as the patient is under well care by physician management. Per the customer, the patient is in good condition. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and /or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.